Event description:
The hill-rom field technician found that the brakes would not hold on this bed. He found that a roll pin that secures the brake steer pedal was broken and that the casters were out of adjustment due to wear. He installed a new roll pin and adjusted the brakes on all 4 casters, and this resolved the issue. No incidents or injuries were reported.